Manufacturer narrative:
A communication error inside the acquisition work station (aws) was identified as a root cause of the reported system freeze. Siemens issued a customer safety advisory notice via an update instruction with internal # xp018/19/s. The customer notice provides steps to the operator on how to easily release patient and proceed with the exam. This corrective action was reported to FDA under c&r # 2240869-07/25/2019-0057. A corrective action to eliminate the root cause of the system freeze will be released via an update instruction xp021/19/s. The software solution will be provided to all affected users in august 2019.

Manufacturer narrative:
Correction: initial evaluation of the provided complaint details were assessed as a non-reportable event. Siemens became aware of additional complaint details on may 13, 2019 which resulted in a re-evaluation of the complaint. With the new complaint information, siemens assessed the complaint as a reportable event. Therefore, the date of awareness is may 13, 2019 and the corrected "date of this report" is may 24, 2019.

Manufacturer narrative:
Investigation is still on-going. This incident was assessed as a reportable adverse event (B)(6) 2019. A procedure to remove the tower holding the needle is available. It allows to extract the needle out of the breast without any specific instruments. However, it is assumed that this procedure is not known to all users. Siemens currently investigates how to get customers informed about this procedure. A supplemental report will be submitted if additional information becomes available. (B)(4).

Event description:
Siemens local service organization reported that the mammomat revelation system froze during a biopsy procedure. Biopsy needle was in the patient, who was compressed, when the unit became unresponsive. The unit had to be re-booted as the operator was unaware of how to remove the biopsy needle in such situation. Siemens is not aware of injury or change in state of health of the patient involved.